Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to verify motor error alarm due to prime alarms. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed motor error and insulin was squirting out during prime and set change. Customer's blood glucose reading at the time of the call was 253 mg/dl and will be treating with a syringe. Advised customer to discontinue use of device and revert to back up plan. Insulin pump is being replaced. No further information reported.